Event description:
The patient reported a second emergency room visit related to difficulty connecting the sensor to the omnipod application, which the patient stated resulted in elevated blood glucose levels. During the initial emergency room visit, the patient received intravenous treatment but left against medical advice. The patient then drove to a different emergency room on the same day for additional evaluation and treatment due to chest pain. The patient stated that both emergency room visits were related to the inability to connect the sensor and pod. Further details regarding diagnosis, duration of stay, discharge date, or specific treatments provided during the second emergency room visit were not provided, as the patient was unwilling to share additional medical information. A supplemental report will be submitted if new information is received. Note: this report captures the second medical event. The first medical event that was reported is captured under insulet report reference number (B)(6).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.